Event description:
It was reported that the user experienced recurrent insulin delivery occlusions and repeated alarm 38 events indicating consecutive stalled motor, along with high glucose alerts, despite supply changes and standard troubleshooting steps. Symptoms included hyperglycemia with a peak of 401 mg/dl. Outcomes included the need to discontinue pump insulin delivery and transition to subcutaneous insulin via pen while awaiting a replacement device. Investigation included a complaint intake, device replacement logistics, and instructions for device return for evaluation. Investigation of this case revealed persistent delivery interruptions consistent with occlusion and motor stall behavior in the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.